Event description:
The customer reported that the system would not complete boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The following circuit boards and connectors were reseated: the system interface, general purpose operating system and real time operating system. The system was then found to be operating as intended.